Manufacturer narrative:
Concomitant medical product: dtba1d4 crtd implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d was explanted and replaced. It was also reported that the patient's left ventricular (lv) lead exhibited chronically high thresholds. The lv lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.